Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day, with pump showing about 60 units when caller expected 100 to 108 units and difference was greater than 30 units, but pump was not displaying an unexpected amount at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email resources, and was instructed by technical support to call back for troubleshooting if a similar active fill estimate issue occurred again, which caller acknowledged.